Event description:
- -

Event description:
Additional information was received. A follow up visit was performed. An x-ray was performed revealing no issues. Interrogation revealed normal shock impedance measurements and normal threshold and pacing impedance measurements. A decision was made to further monitor this device. Additionally, the right ventricular lead was determined to be a non-boston scientific product.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. All set screws moved freely. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received. A further out of range shock impedance measurement was displayed. No lead abrasion was observed on the x-ray. A device upgrade procedure was intended and performed. When he pocket was opened and the is-1 set screw was loosened, visual observation revealed one loose set screw on one df-1 port. All lead setscrews were retightened and normal shock impedance measurements were obtained. A decision was made to leave the non-boston scientific lead implanted and replace the device. The device was successfully removed, replaced and returned for analysis. No adverse patient effects were reported.

Event description:
Additional information was obtained. A further high out of range measurement was obtained. An internal technical service (ts) consultant was contacted. Ts indicated that higher impedance measurements may be observed with daily measurements for shock lead impedance rather than with delivered shock, however out of range measurements are not expected. Further non-boston scientific right ventricular lead integrity testing was recommendation using a 1.1 joule and maximum energy commanded synchronized shocks to determine whether the lead is fractured. This information will be provided to the physician for further determination.

Manufacturer narrative:
Upon receipt to the post market quality assurance laboratory, analysis will be performed and this event will be updated.

Event description:
Boston scientific received information that remote monitoring of this device and right ventricular lead displayed a high out of range shock impedance measurement. This observation was provided to the physician and is being further monitored. No adverse patient effects were reported.

Manufacturer narrative:
According to available information, this system remain implanted and in service. When additional information become available, this event will be updated.